Manufacturer narrative:
(B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient had high blood glucose (bg) reading of over 217 mg/dl but below 250 mg/dl with no associated symptoms reported. It was reported that the patient self-treated with insulin pen injection and did not receive any medical care because of the event. Reportedly, the pump had an inaccurate delivery issue. No information was provided regarding the basal and bolus deliveries. The patient allegedly changed insulin batches, cartridge, and infusion site with no result. It was reported that the patient resumed pump therapy with a different pump without any recent adjustments to the pump setting. Troubleshooting was unable to resolve the reported issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data found that the last bolus was delivered 14 days before the event date. Pump history showed that there were several delivery interruptions leading up to the event date. The pump was manually suspended on (B)(6) 2015 followed by a power-on-reset event. The pump was powered back on and delivery was resumed three days later. Again on (B)(6) 2015 pump was manually suspended for 4 hours. An unexplained power-on-reset occurred on (B)(6) 2015 and pump was powered back on nine days later, but delivery was never resumed. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. A normal and an audio bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any delivery interruptions or error, alert or warning.